Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). One used caresite valve, without packaging, was received for evaluation. The valve was examined under magnification, and a crack was observed on the female luer threads of the molded caresite valve body. The crack started from the top of the valve and extended down to the bottom of the luer threads. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. Although a definitive conclusion could not be made regarding the cause of the reported event, cracking of this nature can occur when the product is subjected to aggressive solvents, excessive mechanical stresses, or other various unforeseen circumstances during the clinical application. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: event # 1: reports two incidents of leaking caresite valves for at home infusion patients. In the first case, the line came completely unattached from the clave, with a chemotherapy agent leaking on the patient at home. In the second case, the patient went home with 5fu chemo medication infusing at 2 ml/hr to infuse for 46 hours. On the morning of the patients return to have the infusion disconnected, the patient woke up with leakage on himself and bedding. When the infusion center disconnected the patient, the clinician checked the caresite with a syringe and did confirm a leak.